Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0337436v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0337436v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
(B)(6) 2014, (B)(4): it was reported there was a ¿lead/extension issue, specifically a break/fracture.¿ it was later noted that it was unknown if it was a lead or extension issue. The device was replaced with an ¿itrel 4¿ on that date (refer to MFR report# 6000032-2013-00332). Intraop and post-op impedances were normal with a couple combinations reportedly 3000-45000 ohms. The patient reportedly felt no stim with programming on the lead only. It was noted the patient felt stimulation in the ipg pocket only if ¿used case as anode¿ starting at approximately 6.5 volts. It was noted ¿remained in ipg with increased voltage.¿ it was noted that on (B)(6) 2014, there was a discussion regarding revising/replacing the lead and/or extension. No decision was reportedly made at that point. The physician did not feel that replacing the lead and/or extension would be beneficial as the patient reported he never received adequate relief with stimulation therapy. The physician was reportedly leaving the decision up to the patient. Impedance testing and reprogramming was performed. The cause of the product issue was undetermined and unresolved. The patient¿s status was noted to be alive with no injury. No reported complications were associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that at this point, the physician had left it up to the patient whether he wanted to have the leads and extensions replaced. No other actions had been taken or scheduled at this time. Additional information received reported high impedances. Impedance measurements showed some electrodes read ¿???¿ and greater than 4,000 ohms.